Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had damage to helium bottle support. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) and observed damage in the helium bottle holder. Fse replaced high pressure transducer, he regulator assy, tbg assy high pressure helium, and fill manifold assy, iabp. Then, the fse performed functional tests and calibration on the transducer. Equipment suitable for clinical use.

Event description:
N/a.